Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7, lab: 6.0. Pt's therapeutic range: 2.0-3.0 inr. Pt took a dose of coumadin on the night before inratio testing.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.7, reference: 6.0, mean: 3.85, confidence limits: 2.2-5.3. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 07/13/2011 revealed that result comparisons met accuracy criteria. Investigation results for retained strip lot #253026. At least two out of three replicates are within the allowable bias (+ or - 1.0) for accuracy. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No correction action required at this time as no product deficiency was established.